Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced very poor right ventricle function when cardiopulmonary bypass was weaned. The patient's cardiopulmonary bypass was resumed and nitric oxide was started. The site decided to proceed with protek right ventricular assist device (rvad) with extracorporeal membrane oxygenation. The patient was successfully weaned from cardiopulmonary bypass to rvad and left ventricular assist device (lvad) support. Nitric oxide was discontinued on (B)(6) 2021 and rvad was removed on (B)(6) 2021. The patients hepatic dysfunction resolved on (B)(6) 2021. The patients right heart failure resolved on (B)(6) 2021.

Manufacturer narrative:
A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the report of right heart failure, peripheral thromboembolism, hepatic dysfunction, ventricular tachycardia, and a psychiatric episode could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 ¿introduction¿ of this document lists right heart failure, arterial non-central nervous system (cns) thromboembolism, venous thromboembolism, hepatic dysfunction, cardiac arrhythmia, and other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) also outlines indications of right heart failure as well as possible treatments. Section 6 lists thromboembolism, arrhythmia, and neurologic dysfunction as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. This section also outlines indications of thrombus as well as how to respond to such events. Section 6 provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient experienced right ventricular failure on (B)(6) 2021 with and attempt to wean from bypass during their implant surgery. A right ventricular assist device was implanted. A suspected device thrombosis event was noted on (B)(6) 2021. A small clot/fibrin formation at the arterial side of cannula and limb between pump head and oxygenator was found after the procedure. The patient was not given heparin overnight per cardiology. The patient was started on very low intensity heparin infusion on (B)(6) 2021. . The patient experienced hepatic dysfunction on (B)(6) 2021, as well. The patients aspartate aminotransferase levels were at 276 units/liter (normal upper limit was at 45 units/liter) and 675 units/liter (normal upper limit was at 70 units/liter) on (B)(6) 2021 post procedure. On (B)(6) 2021 they experienced a psychiatric episode with insomnia, delirium, anxiety, and agitation. Seroquel, ativan, and trazodone were started. Additionally, they had 13 beats of ventricular tachycardia overnight between (B)(6) 2021 and (B)(6) 2021.